Event description:
The customer reported that they had intermittent issues with no images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Investigation found that the root cause of the problem was a sharpness setting that caused the pixel values of the image to be the same (no image). The problem was corrected in software versions (B)(4) and a subsequent patch. The dealers were notified of the problem. The updated software was provided to the dealers and a notification was included I subsequent product shipments. (B)(4).